Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report# 1627487-2017-01754; reference MFR. Report# 1627487-2017-01755. It was reported the patient¿s ((B)(6)) one of the occipital leads had migrated and is superficial in her neck. The patient stated it started about six months ago. Additionally, the patient confirmed experiencing ineffective stimulation prior to the lead migration. Consequently, surgical intervention may be taken at a later date to address the issue. The patient received three occipital leads. It is unknown which one is related to the issue. Therefore, all the suspected devices are being reported.